Event description:
Dr was performing an indigo laser treatment on the prostate when the laser fiber indicated facility "diffuser fault". Fiber was removed from the cystoscope and from the laser. Another new fiber was used to complete the procedure. There were no adverse events reported as a result of the malfunction. The device was made available to the director of materials management dept to return to the MFR for engineering review and follow-up on 6/11/1999.